Manufacturer narrative:
H6: physio-control further evaluated the customer's device and determined that the cause of the reported issue was the digital pcb assembly, however, further component level cause could not be determined.

Event description:
The customer contacted physio-control to report that their device's display was blank. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device's display was blank. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There were no reports of patient use associated with the reported event.